Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose diabetic ketoacidosis and acute kidney injury on (B)(6) 2018 with blood glucose of 455 mg/dl. The customer's current blood glucose is 279 mg/dl. The customer did experienced the symptoms such as weakness, dizziness, pain, sob, nausea. The customer was treated by bolus, infusion set change, hospital visit. Troubleshooting was done for high blood glucose and customer reports they have a back-up plan available. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer does allege pump was under delivering because of high blood glucose level. The customer was assisted with high pressure test and the test was pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test at 0.08785 inches. No under delivery anomalies noted. Device received with corroded battery tube, cracked reservoir tube lip, stained end cap sticker, cracked lcd window, cracked at display window corners and minor scratches on lcd window.